Event description:
According to the only info received from the center, the pt developed an infection that although treated, did not resolve. Both the etiology and onset of the infection are unknown. Prior to explantation, the physician indicated that the device was functional. However, the pt informed the cochlear implant team that they wanted to have their implant removed. The pt was reimplanted with another clarion device.